Event description:
Customer reported an unexpected shutdown of the pump, affecting the ability to access the menu or turn off the device. There was no reported impact to the customer's blood glucose level. The pump is being returned for evaluation, and a replacement pump was issued.